Event description:
It was reported that revision was reported due to an intraoperative femoral fracture occured during a r3 study. The fracture has been noticed 2 or 3 days after the surgery on the postoperative x-ray.